Event description:
A us distributor contacted zoll to report that a patient developed a blood infection while using the lifevest equipment. Patient described the area as an e. Coli infection in the blood from the garment rubbing up against a scab. There was no alleged device malfunction contributing to the infection. The is hospitalized and being medicated for the infection. Outcome of the infection is unknown.

Manufacturer narrative:
Not applicable.